Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6

Event description:
Device has been explanted.

Event description:
Physician reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on february 05, 2025 with lot number 1217020. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.